Event description:
A customer had a problem with the magellan safety needle combo. The customer reports "IV nurse was drawing up sterile saline in preparation for and IV start. The entire metal hub became dislodged and stayed in the vial top of the saline. The needle separated completely from the gray plastic hub".